Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.

Event description:
Boston scientific received information that the patient implanted with this device system was presented with an infection. An invasive surgical procedure was performed and the device system was explanted. No further complications were noted.